Event description:
It was reported that the pacing lead impedance and capture thresholds had increased. The physician elected to monitor the patient.

Event description:
New information notes that during routine device change out, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.